Event description:
On (B)(6) 2021, it was reported by an arthrex employee via e-mail that an ar-1920snf suture anchor sutures failed/broke. This occurred during a knee arthroscopic procedure on (B)(6) 2021. The anchor was removed and the case was completed by using a new ar-1920snf.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the suture was broken. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.